Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, during taking out air from centrifugal pump after priming, the system-1 alarmed even when the ultrasonic air sensor (uas) was off. It is unknown if the device was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per the clinical review on (B)(6) 2015: per the subsidiary site quality engineer (qe), this actually occured during prime as the cardiopulmonary bypass (cpb) circuit was being debubbled in prepartion for cpb. The air sensor was located between the arterial centrifugal pump and the oxygenator. According to the complaint the air sensor alarmed, even though the sensor was not enabled. According to the qe, there was no "check sensor" alert message. The sensor was able to be used for the procedure without further issues. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Data logs show a "check sensor" message during the self-test. This issue clears in one second. Shortly thereafter the air detect power cycles, and no further error messages are noted. There are instances of air detection noted, but this may be because air was in the circuit or the user was performing testing. There was no an error message noted that may have caused the alarm. The sensor self-test can only occur when the abd system is off. If the system detects an issue, an audible alarm is issued. It is likely this is what the user experienced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.